Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency medical treatment while on ilet therapy. Severe hyperglycemia requiring emergency department evaluation is consistent with acute metabolic decompensation requiring medical assessment. Review of available information identified that the user independently initiated ilet therapy approximately one week prior to the reported event with assistance from a staff member at a primary care clinic who was not the prescribing provider and had not completed formal ilet training. During subsequent training by a beta diabetes educator, multiple deficiencies in the user's infusion set and cartridge change technique were identified, including failure to rewind the cartridge prior to loading, attempting infusion set insertion before completing tubing priming, lack of awareness regarding removal of the needle guard, and failure to retract the inserter prior to insertion. The user and caregivers received comprehensive retraining on proper ilet operation and infusion set changes. Based on available information, the event is attributed to improper initiation and use of the ilet prior to completion of formal training, resulting in incorrect infusion set and cartridge loading technique. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that approximately one week prior, the user experienced hyperglycemia resulting in emergency room treatment. The user was evaluated in the emergency department for approximately six hours and released the same day. No long-term health effects were reported.